Event description:
It was reported a revision surgery due to an insert with a broken post.

Manufacturer narrative:
The associated legion ps high flexion insert was returned and evaluated. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. A lab analysis conducted during this investigation showed a fractured post and post tip. Slight damage is shown on the articular surface of the implant. Along the articular interface of the post, wear is apparent to the point of post fracture. The fractured post tip also showed signs of wear up to the point of fracture. Beach marks are shown on the fracture surface of the post tip. Our investigation including review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We consider this investigation closed. Should additional information be received, the complaint will be reopened.